Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
(Tampon) string frayed and short... Comes apart [device breakage] cause was traced to manufacturing [manufacturing issue] case narrative: consumer reported via phone that the tampon string is frayed, short and comes apart. No injury reported.

Event description:
(Tampon) string frayed and short... Comes apart [device breakage]. Case narrative: consumer reported via phone that the tampon string is frayed, short and comes apart. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Tampon) string frayed and short; comes apart [device breakage]. Case narrative: consumer reported via phone that the tampon string is frayed, short and comes apart. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
(Tampon) string frayed and short, comes apart [device breakage]. Case narrative: consumer reported via phone that the tampon string is frayed, short and comes apart. No injury reported.